Event description:
Alleged pain and suffering and personal injury associated with implantation of artelon cmc spacer. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant USA, inc. No information supporting allegations of lawsuit currently available.